Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the upper part of the display did not work. The liquid crystal display (lcd) was electrically out of specification. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of the external pulse generator (epg) would not stay on; the display was still intermittent in operation even after replacing with new batteries. The epg has been returned to service. There was no patient involvement.